Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used on an unknown date. The complainant reported that during the procedure, the sponge became dislodged and got stuck in the working channel of the scope, blocking all devices from being able to pass through the scope. The procedure was completed using another endoscope. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Visual inspection found only the foam (sponge) was returned for analysis. It was detached from the biopsy cap. The biopsy cap was not returned for analysis. No other issues were noted. Functional inspection of the device found no resistance when the sample guidewire 0.035" was inserted through the returned sponge. It is unknown how much force was applied to this component during the use of the device and how it was manipulated during procedure. Therefore the most probable cause of the reported event is "cause not established" since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and no deviations were found. The review confirmed that the accepted device met all manufacturing specifications.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used on an unknown date. The complainant reported that during the procedure, the sponge became dislodged and got stuck in the working channel of the scope, blocking all devices from being able to pass through the scope. The procedure was completed using another endoscope. There was no serious injury nor adverse patient effects reported as a result of this event.